Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and a heart rate below their lower rate. Upon device interrogation it was noted that the right ventricular (rv) lead exhibited intermittent loss of capture. The implantable pulse generator (ipg) and rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.